Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vjds, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that she had a loss of therapy. It was noted that the device was not working very well and that she was disappointed. The device helped her at first but all of the sudden her symptoms returned (leakage). The patient met with a manufacturing representative who adjusted her settings to p2 at 2.2v, but p2 made it worse. The patient urinated even more in her pad. Therapy was confirmed to be on. The patient lowered the stimulation thinking it would help with her symptom control. She did not think she could tolerate going higher than p2.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she was told to try all levels at different times at the numbers she could handle and to give each level at least 3-4 days to see if helped her or not. The outcome had not been good for the patient. Her leakage was more that prior to having the device. She barely had leakage at night before the device but she was getting up more times at night to urinate and changing her pads more.